Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became unresponsive when entering in a request for a bolus. There was no known impact to the customer¿s blood glucose. After multiple attempts during troubleshooting with tandem technical support the touchscreen became responsive, and the customer successfully requested and delivered a bolus. Reportedly, the customer continued to use the pump for insulin therapy.